Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported pain in their back molar and it feeling loose. Patient visited their dentist and provided x-rays. Patient has bone loss around #15 and 16, possible radiolucency at root tip on #15. Requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.